Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for difficulty removing the device. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% restenosed mildly calcified lesion in the mildly tortuous proximal right coronary artery (rca). The 4.5x8mm nc trek balloon dilatation catheter (bdc) was inflated to 18 atmospheres (atm) for 15 seconds 3 times. Reportedly, there were no issues noted during inflation or deflation. During withdrawal the nc trek bdc, resistance was met reportedly due to the patient's anatomy; therefore, the bdc was removed with the guiding catheter as a single unit. The procedure was completed at that time as it was confirmed with intravascular ultrasound (ivus) that the lesion was treated. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.